Event description:
Patient reported right side, "I have been diagnosed with bia alcl" and "on and off swollen lymph nodes", the following events are not device related: "no energy, low moods, irritable bowel, suffering from psychological issues due to all of this, extreme fatigue, dry/sticky eyes, joint pain/aching", "anxiety", "nausea", "flu like symptoms". The device remains implanted. It was later reported by a healthcare professional, histopathology report for this patient which states that there is no evidence of lymphoma in either breast.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Reason for reoperation is lymphoma-alcl-suspected. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "I have been diagnosed with bia alcl". The device has been explanted.